Manufacturer narrative:
A steris service technician arrived onsite to inspect the reliance vision washer. The technician tested the door's safety bar and the operation and function of the unit. The technician found the unit to be operating according to specifications; no repairs were required. While onsite, the technician was informed that at the time of the reported event the employee was attempting to clear an obstruction from the door. The door contacted the employee's hand resulting in the reported event. The root cause of the reported event is user error as the employee should not have attempted to clear the obstruction while the door was closing. The reliance vision washer operator manual (1-1) states, "warning - personal injury hazard: risk of pinch point between door and upper panel." The operator manual (1-2) further states, "warning - burn hazard: if an obstruction is present in chamber door, do not attempt to remove the object. Door automatically raises and remains open." The technician counseled facility personnel on the proper use and operation of the reliance vision washer, specifically to not attempt to clear obstructions while the door is closing. No additional issues have been reported.

Event description:
The user facility reported that an employee obtained an injury while operating their reliance vision washer. Medical treatment was administered; facility personnel did not disclose what treatment was administered.